Manufacturer narrative:
(B)(4). Initial reporter phone number: (B)(6). Contact office phone number: (B)(4).

Event description:
According to the reporter, during a lap gastric bypass the user was having trouble loading and unloading the device and the needle feel off.